Event description:
Patient received inappropriate therapy due to noise. The patient has not had device check since implant. Decrease in impedance was also noted. The lead was capped.

Manufacturer narrative:
Na